Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The night before the event the patient self-treated with 24 units of lantus insulin when the cgm reading was 200 mg/dl. In the middle of the night the patient woke up from a high cgm reading alert, patient could not remember the specific reading. The patient experienced sweating, and an ambulance was called by their wife. When the paramedics arrived a fingerstick was taken and the blood glucose reading was low, but no specific blood glucose nor cgm reading was reported from that moment. The patient was treated with intravenous medication to raise the blood glucose level. After treatment the patient recovered and did not need to be brought to the hospital. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.